Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be properly mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. No outward damage was noted on the returned device. The overall condition of the device was consistent with the full deployment. Neither the collagen nor the anchor was returned. The distal end of the suture was examined, and it was found a uniform cut. The allegation states: "failed to fit the sheath cap and the device sleeve properly.'' This could not be confirmed since the device sleeve was properly mated with the sheath in full rear lock position and no locking or sleeve issues were identified. No other visual anomalies were noted. The hub cap of the device was dissembled, the tensioner was removed manually. The suture was found to be tethered to the spool, but there were no turns of suture remaining on the spool. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-00965.

Event description:
The user facility reported that the physician threaded the angio-seal locator/insertion sheath assembly over a radifocus guidewire and inserted the assembly into the artery. The physician observed the backflow of blood and slowly withdrew the assembly. However, the backflow of blood did not stop and the whole assembly was completely out of the artery. The device was not used, and another angio-seal device was used to continue the procedure. The physician failed to fit the sheath cap and the device sleeve properly. However, the physician decided to withdraw the device until the black compaction marker was slightly exposed. Then, the physician cut the suture. The procedure was completed, and hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. The patient has peripheral vascular disease. Severe calcification around the puncture site was observed. The blood loss was less than 250cc. There was no health damage for the patient.